Event description:
Legal counsel for patient reported that patient underwent total knee arthroplasty on (B)(6) 2012. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2013. The reason for the revision was not given. A review of the invoice history confirms both surgery dates and that the tibial bearing was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.